Event description:
Roche diagnostics product investigation determined the lancet did not retract into the softclix device. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.